Manufacturer narrative:
Analysis was normal. No anomalies were noted.

Event description:
It was reported that during wound check follow-up in clinic around two weeks after system implant, ecchymosis and erythema was observed. The incision was re-dressed. Incision was noted to be healing well at the following two week follow-up. A month later, the system was explanted due to systemic infection. The source of infection was unknown. The patient was dependent, so a temporary right ventricular lead was placed until the infection is cleared with antibiotics. Patient¿s condition was stable throughout the event.